Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention was undertaken wherein the lead was explanted and replaced.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances on the right l1 lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is at fault.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, 90cm length, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 8081547.